Event description:
It was reported that the cutting teeth of the saw blade broke during a bilateral total knee arthroplasty procedure. It was further reported that the metal piece could not be found. It was additionally reported that an x-ray performed prior to implanting the prosthetic components did not locate the metal piece in the surgical wound. No adverse consequences were reported and there were no concerns regarding metal pieces being left behind in the patient. It was also reported that the procedure was successfully completed.

Manufacturer narrative:
The blade subject to this MDR was not returned for evaluation. A description of the alleged breakage and a photographic image provided by the user facility, indicated that the blade broke at the cutting teeth end of the blade. A documentation review confirmed that all required specifications were met during manufacture, and there were no issues highlighted which may have contributed to this event. The root cause for the breakage is undetermined.